Event description:
It was reported to philips that periodic functional checks failed. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device periodically failed functional testing. There was reportedly no patient involvement. The customer requested onsite support to recalibrate the defibrillator parameters. A philips field service engineer evaluated the device onsite and performed nbp and co2 calibration with positive outcome. The device meets full specifications and was returned to use. The device remains at the customer's site. No further action is warranted at this time.